Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user of the ilet bionic pancreas experienced recurrent hypoglycemia and fluctuating blood glucose, including a low sensor reading of 51 mg/dl confirmed by fingerstick at 41 mg/dl after school, which improved after treatment with a juice box; the caregiver also reported frequent highs and lows over months and concern that the device learned dosing needs improperly, with plans for additional training and a potential factory reset. Symptoms included shakiness, lightheadedness, and cold sweats, with caregiver assistance due to weakness. Outcomes included temporary impairment requiring oral carbohydrate and caregiver support, without professional medical intervention or hospitalization. Investigation included customer support review, education and troubleshooting, assignment for additional training, and consideration of device retraining or reset. Investigation of this case revealed user procedural factors related to meal announcements and potential use of meal entries as correction, possible activity-related hypoglycemia near the end of the school day, and a suspected maladaptation in early learning that could contribute to dosing mismatch. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and therapy management factors with possible device algorithm adaptation mismatch.